Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. No force sensor error was found in the event history log (ehl). The force sensor reading was within the required specification. The force sensor functioned as intended. The reported product problem was not confirmed. No fault was found with the pump.

Event description:
It was reported that the medfusion pump produced an intermittent force sensor error. No patient injury or complications were reported in relation to this event.